Event description:
Initial alkaline phosphotase result of 240 u/l. Same sample repeated three times gave results of 516 u/l, 266 u/l and 240 u/l. The sample was then repeated an additional 5 times and recovered 234, 228, 233, 225, and 231 u/l. The initial result was not reported. The field service rep verified instrument performance and determined the cause to be pre-analytical. The user was instructed to follow MFR's instructions for sample handling.